Event description:
It was reported that low impedances and high capture threshold were observed. It was noted that the lead had dislodged due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.